Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered the morning after ¿m31 air detected in cassette¿ alarms occurred during the pd patient¿s treatment. The contact was unsure what phase of treatment the alarms occurred in. Fluid was found leaking out of the cassette compartment when the cycler door was opened to remove the cycler set. It was unknown where exactly the leak was coming from. The contact did not report finding any damage on the cassette. Ts advised that the patient discontinue using the cycler and a replacement cycler was issued to the patient. They were also advised to inform their pd registered nurse (pdrn) of the replacement. Upon follow up, the contact could not confirm that the pdrn was made aware of the events. Additionally, the contact did not know if the patient was trained to perform manual pd therapy. The contact did confirm that the patient has the supplies needed for manual treatment. The contact stated they were not the person who helped the patient with their pd treatment in the beginning, and therefore, they were not trained on performing manual pd exchanges. It was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.